Event description:
It was reported that a patient experienced a break in aseptic technique further described as the patient not cleaning the exchange area prior to starting peritoneal dialysis (pd) therapy, which caused peritonitis. The patient was admitted to the hospital the next day. The treatment was not reported. The patient was reported to be recovering from the peritonitis. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.